Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. -there was possibility that the reprocess method implemented by the user did not complied the reprocess method recommended by the instruction manual.

Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer that there was black liquid in the instrument channel during reprocess of the device. The intended procedure was completed with this device and the reported was found during reprocessing. Olympus inspected the device at the service department of olympus trading (B)(4) and found a leak from the instrument channel. There was no report of patient injury associated with this event.